Event description:
It was reported that the ventricular lead capture threshold was 5.0 v, 0.7 ms in unipolar and 7.0 v, 0.7 ms in bipolar configurations. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.